Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of both single point load cells. The cracked front enclosure and load cells failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in nov. 2012 and is over 10 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the front enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. Also unrelated to the reported complaint, a sticky clutch was observed. The sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data showed multiple (ua) 07 errors; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Both single point load cells were over-reporting and were replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The platform passed the load cell characterization check. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.